Manufacturer narrative:
Biomérieux conducted an internal investigation: the system was fine-tuned three (3) days before the misidentification was observed, the report of this fine tuning has been verified and is conforming. Data available in the vilink fine tuning alert tool for the week when the misidentification occurred shows a low median for the number of "all peaks". This low median is not normal because the fine tuning has been made only three (3) days prior. Several hypothesis can be made: - the quality of the spots used to perform the fine tuning is not the same as the quality of the routine spots, in this case, the settings defined during fine tuning could be not optimal for routine spots. - a spot quality heterogeneity during routine leading to some spectra with very low number of peaks (that can have impacted the median value). It was not possible to retrieve a sufficient amount of ecal mzml files to verify those two (2) hypothesis. Re-testing has been performed by the customer one month later, after new fine tuning and the expected result was obtained. The customer obtained results eleven (11) times of "no identification", which is the expected answer since the species anaerococcus is not included in the vitek® ms knowledge base v2.0. It has not been possible to determine if the same technician performed the initial and the repeat tests. It is not possible to determine the exact cause of the misidentification, it could be linked to a non-optimal fine tuning or a non-optimal spot preparation. The subsidiary indicated that the vilink tool is now used to monitor the customer system to make sure the fine tuning is ok.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomérieux to report a misidentification in association with the vitek® ms instrument. The vitek® ms provided an organism identification of oligella urethralis. The vitek® 2 obtained a result of anaerococcus prevotii. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. Culture submittal was requested by biomérieux for internal investigation. Biomérieux investigation will be initiated.